Event description:
Patient was about to exit hospital bed and side rail came off which caused patient to fall out of bed and onto the floor. What were the injuries? Unknown, patient is currently being assessed by the caregiver. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).